Event description:
Reportability decision changed based on analysis. It was reported that during an unknown procedure, "during the introduction in a very tortuous artery and without any resistance the shaft was kinked." There were no patient complications or injuries reported. No further information is available regarding this event or patient.

Manufacturer narrative:
Product analysis could not verify a shaft kink as stated in the complaint. Product analysis did reveal a hypotube fracture. The balloon catheter with the balloon in a preinflated state was received and a hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 57.4 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records for batch 8505390 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the hypotube fracture during the procedure could not be determined.